Event description:
It was reported when using the bd pyxis¿ medbank tower, need access to the cabinet. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user needed access to the cabinet to issue medication to a patient. A technical support specialist (tss) identified the facility admin who has the capability to add user to the cabinet system. The admin added the user to the cabinet and the user successfully accessed the cabinet to request the item for her patient via rxverify. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, need access to the cabinet. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.